Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a medication jam. A field service engineer removed the rubber band and the medication in pocket to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device. E.1.initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ 4000, the drawer pocket was not able to open. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.